Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during initial drain of peritoneal dialysis therapy with a dummy tummy. No leaks were observed on the set. The alarm was cleared. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the alarm was determined to be use of dummy tummy during training based on the report. Should additional relevant information become available, a supplemental report will be submitted.